Event description:
It was reported that during use, sterile water leaked from the foley catheter. Leak location was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjw2607. Visual inspection noted no obvious observations. The catheter balloon was inflated using in-house syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe. It inflated properly with no leakage (pr# (B)(4)). However asymmetrical balloon was observed with balloon concentricity 80:20 (pr# (B)(4)). When deflated the balloon using returned syringe it did not deflate passively within 5 min (pr# (B)(4)). Once again, the catheter was inflated with inhouse syringe, and it deflated 10ml within 2 min 3 sec. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, sterile water leaked from the foley catheter. Leak location was unknown. Per notification from ucc on 08dec2025, it was reported that asymmetrical balloon about 80:20 was found during sample evaluation on 13aug2025. Per notification from ucc on 08dec2025, it was reported that did not deflate the balloon with returned syringe was found during sample evaluation on 13aug2025.